Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this patient underwent a left external iliac artery to internal iliac artery bypass surgery in order to preserve blood flow. The next day, this patient underwent a procedure using gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The same day, a coil embolization was performed at the right internal iliac artery prior to the excluder procedure. The trunk-ipsilateral leg component, was successfully advanced and deployed. Next, the physician tried to cannulate the contralateral gate in order to place the contralateral leg component, but had extreme difficulty due to the narrow terminal aorta. The diameter of the terminal aorta was 17mm. After 2 hours and 30 minutes was able to cannulate the contralateral gate and deploy the contralateral leg. An aorta extender was also implanted and the procedure was ended. During the procedure, considerable thrombus attached inside the aneurysm sac was observed. The following day, the color of the right lower limb changed and occlusion of the peripheral artery was suspected, so a fogarty embolectomy was performed. One day later, open surgery was performed where a part of the small intestine was necrotic, so a small intestine enterectomy was performed. The next day, the patient's liver function further deteriorated and the patient expired, due to multiple organ failure. The physician assumed that shower emboli scattered thrombus to multiple side branch vessels and that the condition of the patient deteriorated due to the history of dic.